Event description:
The valve was implanted in a patient for ventriculo-peritoneal shunting in 2007. One year later, there is an occlusion of the shunt. The doctor was requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer in 2008. Results of analysis will be developed in a follow-up report.